Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device gave inaccurate dosing and inaccurate volume to be infused. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
Date returned to mfg: 12/27/2023 one device was returned for evaluation. Visual inspection revealed no physical damage. There were no errors in the event history log. Functional testing was able to replicate the reported issue during occlusion testing. The root cause, however, was undetermined. The device was re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.